Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer requested assistance adjusting their correction factor. Reportedly, the correction factor was programmed as 1 unit of insulin for every 5 carbohydrates and was supposed to be 1 unit of insulin for every 50 carbohydrates. In addition, it was reported that the customer experienced elevated blood glucose (bg) levels (250 mg/dl). Reportedly, elevated bg's were due to the customer eating a large meal. Tandem technical support guided the customer through adjusting their correction factor settings.